Manufacturer narrative:
Probe will not be returned. Device history record evaluation in progress.

Event description:
Cryoprobe frosted up the shaft during the procedure. Physician drizzled water on the area.

Manufacturer narrative:
Probe not returned for evaluation. Device history record review did not show any issues.